Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 341 (mg/dl). Contact stated customer administered a correction bolus to treat the bg level. Reportedly, customer uses humalog insulin in the pump cartridges for 3 days at a time. Contact was reminded that humalog is indicated for use up to 48 hours. Contact stated that the customer's bg levels are currently 175 (mg/dl). System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.